Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced vaginal mesh erosion, tight ridge on the right midurethra (without erosion of the vaginal mucosa), tight band running across the midurethra bilaterally on the anterior vaginal wall (did not seem to be eroding through on the right side, but it eroded through on the left side), recurrent urinary incontinence, irritable bowel syndrome, atrophic vulva and vagina (with decreased rugae), postoperative pain requiring unplanned admission, minor tenderness at port sites, increased leakage since revision, constipation, bruising easily, stress urinary incontinence, detrusor over-active, pain with intercourse, dysuria, hematuria (when she wipes herself), urgency, "at night, she wakes up twice" (presumed to void), pelvic pressure, low back pain, grade 1 rectocele, loss of consortium, extrusion of vaginal mesh, recurrent urinary problems (including leakage, frequency, and urgency), unspecified bowel problems, pelvic pain, abdominal pain, vaginal scarring, vaginal bleeding, dyspareunia, unspecified neuromuscular problems, other unspecified physical and emotional injuries, unspecified pain, unspecified extrusion, unspecified urinary problems, unspecified recurrence, and unspecified bleeding. The patient underwent excision of transobturator tape, laparoscopic burch, and cystoscopy x 2.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced infection, vaginal/pelvic pain, cramping, cutting and explantation of the mesh, detrusor overactivity, anxiety, vaginal atrophy and using two pads daily for leakage.